Event description:
During implant, the physician could not connect the lead into the header of the device. A different device was used and the lead was connected without difficulty. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported field event of the left ventricular lead connection anomaly was not confirmed. Test results showed proper insertion and engagement of the is4 test lead to the set screw. The diameter of the left ventricular tip was normal. The cause of the reported field event was not determined.